Event description:
It was reported that on august 13 a selenia dimension 3d received a vta 29:15 error. A field engineer examined the device and found that there were a few screws that needed tightening on the vta assembly. Checked 21.7 voltage on vta board and needed adjustment. The field engineer tightened the hardware on the vta brake system. Adjusted 21.7 volts on vta board. Ran vta gains calibration and tomo motion calibration as the original error was thrown due to uncommanded movement during tomo sweep. Tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.